Event description:
It was reported that during an unknown time on an unknown date, the unit had an unknown issue. There was no information available regarding the patient impact. During device evaluation it was found that the comb was damaged. Due diligence is in process; no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the comb and various other components were damaged. The comb, spring, shoulder bolts, cap nuts, screws, and washers were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.